Event description:
It was reported that the patient's stimulation had stopped working. The physician's office was unable to communicate with the implantable neurostimulator (ins). The patient was not interested in meeting to correct the issue.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), product type extension, product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient product ID 3998, lot# j0406370v, implanted: 2004-(B)(6), product type lead. (B)(4).